Manufacturer narrative:
A ge service representative performed an on site investigation. The p4 ws control panel processor was reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system was locking up intermittently. No patient injury was reported.